Manufacturer narrative:
Examination of the submitted devices confirmed polyethylene wear and device loosening. The investigation found evidence suggesting device positioning and cement technique were contributing factors. No evidence was found indicating product error was a contributing factor. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address loosening, osteolysis and poly wear of the insert.